Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the high flow insufflation unit had a volume indicator that displayed "898", front panel led does not light up/ led is dim/ led is flickering. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation was not confirmed without product return, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.